Event description:
We received an allegation about questionable low results for 1 patient sample tested with elecsys hiv combi pt assay on a cobas e411 immunoassay analyzer when compared to a competitor's platform (abbott). On (B)(6) 2024: initial result: 0.313 coi (negative). 1st repeat result: 0.377 coi (negative). 2nd repeat result: 1.07 s/co (tested on abbott and interpreted as reactive). No confirmatory testing was performed.

Manufacturer narrative:
The hiv combi pt reagent expiration date was not provided. The cobas e411 rack serial number was (B)(6). Calibration and qc were acceptable. Further checking of the patient sample by using hiv confirmatory tests including western blot and hiv rna tests is recommended per the product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The elecsys hiv combi pt performs within specifications. The cause of the event could not be determined.